Event description:
Model #4mfa1001 looks exactly like model #8mfa. However one is for pt and the other for larger patients. They have the same look and coloration. The only difference is that model #4mfa1001 has a picture of a stork on it. When one is in a hurry they look exactly alike. Model #4fma1001 has a max flow restricted to 5 lpm. Where as model#8mfa has a maximum flush flow of 60 lpm.